Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 04/24/2010 and 05/13/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "unexpected outcome" (postoperative refraction, unexpected), "dry eye" (dry eye). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery. He stated that the pt has not had a stable refraction over the postoperative course and is currently being treated for dry eye. The pt had 1.25d of corneal cylinder preoperative which is still present. The surgeon reported that, at the most recent visit, the pt's pupil in the right eye was 4.5 mm (with a more myopic mr) and relatively fixed compared to 3.2 mm left eye. Preoperative measurements were between 3.0 and 3.5 mm in each eye, therefore, he believes that the pt may have gotten something in the eye to cause the dilation. Additional info has been requested.